Event description:
It was reported that during a rectum and distal sigmoid resection procedure when the device was fired, staples deployed, but did not form, they were observed to be straight with no "b" formation. Two donuts were observed, but the anastomoses was not secured due to improper staple formation. The surgeon reported that the device felt harder to close than usual. The dial on the stapler was closed into the green area before firing the stapler. The surgeon reported an audible and tactile crunch upon firing and after observing the donuts the washer was found cut as expected. Additional colon was mobilized and another device was pulled and used to complete the case. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.